Manufacturer narrative:
Lot number and expiration date, device manufacture date information is unknown. One (1) used decontaminated sample was returned. Under visual inspection the sample appeared to be in good condition. A twelve (12) hour inflation test was performed on the received sample. It was found that the sample would not pass, and the cuff was deflating during inflation confirming the complaint. Source of leak was found to be tear in cuff. During the manufacturing process these devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. Because the cuff leak was not observed prior use the most probable root cause was due to contact with a sharp edge either during the placement procedure or while in use. A device history record (DHR) review could not be performed as the lot number for the device is not known.

Event description:
It was reported that during the use of the product, leakage of air was observed. No patient injury.